Event description:
The pt had a synchromed pump and catheter implanted in 1996 for infusion of intrathecal baclofen for intractable spasticity due to cerebral palsy. The pt developed a seroma along the track of the catheter and pump over a period of several years. The catheter was replaced in 1998. The pump and catheter were explanted on 1999 and returned to the MFR for analysis.